Event description:
It was reported that the patient line of a cassette became disconnected from a patient¿s transfer set while they were asleep and they used gauze soaked in alcavis to cover the end of their transfer set after the event. This occurred during drain cycle three of six in peritoneal dialysis therapy. The technical services representative assisted the care giver in closing the transfer set and ending therapy. The patient was to call the nurse. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient used gauze soaked in alcavis to cover their transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also instructs the patient to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.